Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v454083, implanted: (B)(6) 2010. Product type: lead: product ID 3888-45, lot# v452778, implanted: (B)(6) 2010. Product type: lead: product ID 3888-45, lot# v452778, implanted: (B)(6) 2010. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3888-45, lot# v454083, implanted: (B)(6) 2010. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had erosion of the pocket site. It was noted the patient symptoms included drainage and incisional wound opening at the device pocket. It was noted the patient had recent weight loss prior to erosion of the pocket. It was noted the patient's health care provider reported a "thin tissue layer over battery in erosion section." It was further noted a pocket revision and possible explant have been planned. Follow up reported the patient seemed to be healing "okay and it was still cautiously guarded."

Manufacturer narrative:
(B)(4)